Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with presyncope, feeling tired and short of breath. It was noted that atrial undersensing of atrial fibrillation (afib), non sustained oversensing with mode switching was observed on the pacemaker. The physician believed the observation was due to an issue with the patient's non - abbott atrial lead. Additional programming changes were not made as the non abbott atrial lead was already programmed to it's maximum sensitivity. The physician was considering explanting the non-abbott atrial lead. The patient was doing ok and stable though experiencing afib and symptomatic.